Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis characterized by nausea, vomiting and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis can be attributed to a break in aseptic technique during pd therapy with no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis through touch contamination to the pd catheter (not a fresenius product) and/or connections during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human mouth and gastrointestinal (gi) tract. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse events. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following nausea, vomiting and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the outpatient clinic (just prior to hospital admission) on (B)(6) 2026 presented with streptococcus mitis in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The patient is being treated with antibiotics to address the infection while hospitalized but the types, routes, dosages and frequencies have not been reported. The patient has been able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient has recovered from this event as he remains hospitalized. It was explained that the patient¿s extended hospitalization was due to his caretakers trying to find a long-term care facility that will accommodate the patient¿s dialysis and other unrelated medical needs but have been unsuccessful thus far. It was reported that the patient¿s peritonitis and the associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient will remain on ccpd therapy on the same liberty select cycler regardless of the long-term facility he is admitted to.